Event description:
The patient reported e8 (power interrupt) error was displayed on the infusion device and the patient was unable to clear the error by pressing any of the buttons. The infusion device was evaluated. E8 were found in the history. The buttons are always active. There is a short circuit on the nec-microcontroller caused by a solder splash. The solder splash is originated from a manufacturing issue. The patient was not able to clear the e8 due to the always active button.